Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported 5 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).